Event description:
It was reported that the patient presented to the emergency room due to palpitations and a fast heart rate. A transmission noted the right atrial (ra) lead and right ventricular (rv) lead with intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.